Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported by the customer that "dilatation catheter introduced via the extent of brown after tomography scan with contrast." Add'l info rec'd on 4/19/2010, from the distributor stated that the catheter broke after injection of contrast in high pressure. The distal lumen broke. There were no reported pt complications. The customer will report no further info.